Manufacturer narrative:
.

Event description:
The affiliate reported a customer who had an employee who received a cut on the finger after crushing a biological indicator (bi). The employee was crushing the bi using the crushed provided. The customer reported that the employee received a cut on her fingertip from the glass inside the ampoule. The customer stated that the employee did not have contact with the media and did not have any skin discoloration. The customer reported that the employee did not seek medical attention or require treatment for this event.